Event description:
It was reported that there were 3 events of amplitude changing from 0.1v to 1.0v randomly for patient when patient programmer was not present and no changes were attempted by the patient. The change in stim was noted, stood up and the first time it took her 5-7 minutes to figure out what was happening. The second time she was away from her patient programmer and her mom had to deliver it to her and the third time she knew what to do right away. A minor fall in (B)(6) 2013 was noted as well. They did impedances 2 times and they turned out normal. Stim was appropriate and functional at 0.1v the patient had 4 programs but only used program 1. Stim increased 3 times in last few months on program 1 at 0.1 to 1.0v. First time change in amplitude happened on (B)(6) 2013. Second time change in amplitude happened on (B)(6) 2013. Then 2 tuesdays ago. ((B)(6) 2013). The patient fell back in april, not a bad fall. Additional information noted that regarding diagnostics: impedance check performed, set amplitude limits to .3 or .4 on programs 1-4 on pt icon programmer- (B)(6) 2013. Regarding any malfunctions or cause determined, related to device or therapy: no, not sure, called tech services. Regarding any interventions planned: amp limits set on each program, and patient instructed to call doctor or manufacturer if they experience same event again. Regarding the patient outcome it was noted that the patient was ok. The patient was receiving effective therapy and was no longer self catching.

Manufacturer narrative:
Concomitant products: product ID 3889-33, lot # v971529, implanted: (B)(6) 2012, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).